Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported soft tip deformation is related to procedural conditions (clip forcefully pulled while stuck on soft tip). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. It was noted the mean pressure gradient was 2mmhg. An xtw clip was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure increased to 11mmhg. Due to the increased gradient, the physician decided to remove and replace the clip. Upon removal of the clip, it was observed the clip became caught on the steerable guide catheter (sgc) tip. The physician forcefully pulled on the clip delivery system (cds), causing the clip to detach from the system and migrate towards the valve. A non-abbott snare was used to retrieve the clip. It was noted that the soft tip of the sgc was bent. During preparation for the second sgc, a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. One clip was then implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.